Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings:.the battery compartment was cracked below and above the grip pad. Additionally, the pump cover was cracked between the corner of the lens and the case seal. The battery compartment leaked during a leak test. The leak was due to the cracked pump case with evidence of moisture inside the pump on all internal components. There was moisture corrosion on all the printed circuit boards, on the motor flex connector, and near the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event.this complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.